Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty moving the delivery system on the guide wire was noted following stent deployment. A luge wire had been advanced across the 90-95% lesion in the circumflex. The physician deployed a taxus express2 3.0 x 16 mm drug eluting stent following predilation with a 10 mm balloon (unknown type). The stent delivery balloon was deflated and while it was being removed, it was very difficult to move the device on the wire. The balloon was retracted into the guide catheter and the entire system was successfully removed. No pt injuries or complications were reported. The pt is in satisfactory/good condition. Same case as MFR's # 6000093-2004-00110.